Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Biosense webster is reporting this event under 2 devices manufacturer's report number: 2029046-2018-02112 and 2029046-2018-02118 are related to the same incident. Concomitant products: ge vital sign monitor (model# unknown, lot # unknown); webster 10 pole catheter (model # d610drp10rt, lot# 30027617m) ; lasso nav variable eco catheter (model# d134302, lot# unknown) . Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and suffered esophageal fistula that led to death. During the procedure, there were no issues reported on any bwi equipment. The procedure was completed successfully with no immediate patient consequences. Few days after the procedure, it was reported that the patient had esophageal fistula and posteriorly died. It is unknown how the esophageal injury was confirmed. There¿s no information regarding physician causality opinion. The autopsy report is not available at the time. The generator was in power control mode at 30 watts with a temperature cut-off at 43 degrees celsius. The overall time for ablation and the last ablation cycle time at the site of the injury are unknown. Esophageal sensor was used during the procedure to monitor the temperature on a ge vital sign monitor that is incorporated into the anesthesia equipment. Multiple attempts have been made to gain clarification on this complaint. However, no further information has been made available.